Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported the impella was out of position and was not locked down prior to leaving the cardiac catheterization laboratory (ccl). Reportedly, the physician was unable to achieve optimal flows despite several repositioning attempts under echocardiogram. The physician met with intermittent resistance due to the patient¿s vasculature being extremely calcified, the flows remained low at pressure level two despite troubleshooting. The physician made the decision to replace the pump and achieved adequate flows with the new pump. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The visual inspection of the returned pump indicated a kink on the catheter by the kink protector. The investigator noted this kink would not affect the flow output of the impella. No biomaterial was seen in the cannula, outflow, or around the impeller. The pump was run in a basin of water and performed within specifications. The root cause of the low flow condition was most likely ingested biomaterial that dislodged during explant. The pump was able to perform within specification showing that no product malfunction was present. The cause of the low pump flow was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.